Event description:
IV catheters device would not release easily. IV site ruined x 3, felt to be due to catheter. Multiple piv (peripheral intravenous) attempts, 2 of which were unsuccessful using the new bd IV system; nnp (neonatal nurse practitioner) stated it was hard to thread the catheter and resulted in an unsuccessful attempt. I have heard complaints about these new catheters being difficult to place and infiltrating easily from multiple providers.